Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacture went to the site to test the navigation system. The integrated 4 port was replaced and the issue resolved. A full navigation system checkout was performed after part replacement and all tests passed. No parts have been returned to the manufacturer for evaluation.

Event description:
A manufacture representative received information about a navigation system outside of a procedure. It was reported that the axiem box stopped communicating with the software. The representative reseated the communication cable without resolution. The emitter was then unplugged, but the issue remained. The representative opened up the eminterface and found that the fault codes were showing up under the power supply part of the interface. The system was rebooted and the issue resolved. There was no patient present when this issue was observed.

Manufacturer narrative:
The interface box of the navigation system was returned to the manufacturer for analysis. The unit was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.